Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the clinic as their cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. Upon further review, high out of range shock impedances were observed on the right ventricular (rv) lead. The impedances have gradually increased and become out of range at values over 125 ohms. At this time, the impedance alert limit was increased to 150 ohms and the patient is being monitored. The products remain in service. No adverse patient effects were reported.